Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not function as expected. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.